Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The MRI technician and healthcare provider reported that the patient was not using their stimulation and had not been maintaining the charge of their implantable neurostimulator (ins). The battery was dead but it was unknown if the device was discharged or overdischarged. The patient requested an explant of the system secondary to pain and it was removed. The patient's indications for use were spinal pain and failed back surgery syndrome.